Manufacturer narrative:
Correction: initial MDR gives the date of event as (B)(6) 2017. The correct date of event is (B)(6) 2017. Initial MDR gives the date received by manufacturer as 03/30/2017. The correct date received by manufacturer is 03/29/2017.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for hub/collar separation with the incident lot was observed. Additionally, retention samples were selected for evaluation and upon test completion, the customer's indicated failure mode for hub/collar separation was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Conclusion: an absolute root cause for this incident cannot be determined. CAPA (B)(4) has been opened.

Event description:
It was reported that the guard of bd eclipse¿ blood collection needle popped off when attempting to engage. No injury or medical intervention.